Manufacturer narrative:
This report is submitted on july 03, 2017. (B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was subsequently treated with a topical antibiotic (date not reported).